Manufacturer narrative:
The customer reported the lines were coming apart, and returned three samples of material 2426-0007, lot unknown. Upon initial visual examination, the sets had no defects or abnormalities. The sets were then manipulated and tested for separations, or the lines coming apart. Two of the three sets tested verified the complaint, and the 3rd set had no observed issues. The two sets separated at the pump segment upper fitment, with minimal force. The two ring retainers that hold the tubing in place to the fitment were dimensionally tested, and no issues were found. A device history record review was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The manufacturing plant found the root cause for the separation to be related to incorrect assembly detection process. The plant addressed the failure by adding a tool for associates to adequately clean the sensor, which detects this defect.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris smartsite pump infusion set was seaprated the following information was received by the initial reporter with the following verbatim it was reported by a customer that the lines coming apart.